Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a mitral valve replacement and tricuspid valve repair were performed. This 29 mm sjm epic mitral valve was implanted in the mitral position and a sjm tailor flexible band (model/serial unknown) was implanted in the tricuspid position. In (B)(6) 2015, the patient presented to the hospital with shortness of breath on exertion. A cardiac murmur was observed and an echo revealed mitral regurgitation. On (B)(6) 2015, tee echo revealed that one cusp of this epic valve prolapsed towards the left atrium during systole and grade 3-4 mitral regurgitation was observed. On (B)(6) 2015, this epic mitral valve was explanted and replaced with a 27 mm non-sjm mechanical valve. The explanted valve was confirmed to be infected by pathological examination. The patient was reported to be stable.